Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a 100% chronic total occlusion located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass though a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and became deformed in vivo during positioning/advancement with a stent strut noted to be lifted on removal from the patient. The procedure was completed using another resolute onyx stent of the same size. The patient was reported to be alive with no injury.